Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported device operates differently than expected/support was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction and/or inadvertent mishandling of devices as the non-abbott intravascular ultrasound (ivus) catheter was attempted to be advanced over the guide wire resulted in the reported/noted detachments (core, polymer coating); thus resulting in the reported device operates differently than expected/support. The noted scrapped teflon coating likely occurred due to interaction with the torque device being tight against the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a concentric, de novo lesion in the distal right coronary artery with mild tortuosity, mild calcification and 75% stenosis. An 014 whisper ls guide wire was successfully advanced to the lesion. A non-abbott intravascular ultrasound (ivus) catheter was then attempted to be advanced over the guide wire with no reported resistance; however, the support of the guide wire changed. On removal of the ivus catheter, it was noted that the guide wire had separated inside the guiding catheter. The distal portion of the guide wire was trapped by a balloon dilatation catheter to be removed. No further treatment was performed. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.